Event description:
Caller reported damage to the cartridge, noting that the tubing on the cartridge broke when removed, specifically at the pigtail connection. There was no reported adverse impact to the customer¿s blood glucose level. The caller successfully changed the cartridge and resumed insulin therapy.